Manufacturer narrative:
Zoll medical corporation evaluated the associated defibrillator involved and the device performed to specification. The device was put through extensive testing including shock testing without duplicating any malfunction to the device. The electrode pads from the reported event were disposed of and not available for evaluation. Review of the device log confirmed the customer's report. The log showed a significant difference between patient and defib impedance measurements during the seventh shock. This is an indication of poor coupling between the patient and electrodes. It is important to note that the electrode instruction for use warns users that poor adherence of the electrodes could lead to the possibility of arcing and skin burns. Additionally, the r series operators guide warns users against using r series products in oxygen rich environments as it could cause an explosion. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, after the 6th shock an arc/fire was seen on the patient's chest from the electrode pads. Complainant indicated that the patient subsequently expired.